Event description:
It was reported that, following a water vapor therapy procedure performed concomitantly with a trans-perineal prostate biopsy, the patient developed a prostato-rectal fistula. The patient was scheduled for an appointment to address the fistula. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a prostato-rectal fistula occurred after a water vapor therapy procedure that was performed concomitantly with a transperineal biopsy. The patient was rescheduled to solve the issue.